Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. Initial reporter phone number: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag ruptured during the insertion of a pcb00v intraocular lens (iol) into the patient's operative eye. Therefore, the doctor removed the lens and replaced it with a 3-piece iol. Reportedly, the patient has recovered. No additional information was provided.